Manufacturer narrative:
The tandem t:slim pump user guide indicates to use only use u-100 insulin, as any lesser or greater concentration can result in serious health consequences. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent occlusion alarms during bolus delivery. Reportedly, customer is using u-500 insulin. Customer had elevated blood glucose levels in the 300 mg/dl range. Customer delivered a bolus to stabilize blood glucose levels.